Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 03/22/2007 to the present date 11/02/2020 and note that this device has been returned for service 2 times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was unknown damage to the device. No patient involvement was noted.